Event description:
It was reported that a revision surgery was performed due to loosening of the tibial baseplate. Insert poly was also explanted.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, it was reported that the revision was performed due to pain secondary to tibial component loosening, ¿upon revision surgery it was found the tibia was loose¿. The patient impact beyond the reported pain, the revision procedure and a brief post-op rehab cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.